Event description:
Healthcare professional reported right side irregular devices with multiple foldings and free silicone and rupture signs¿ and ¿multiple silicones, on right axilla (17mm) and mammary chain (13mm)¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "free silicone" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "irregular devices with multiple foldings and free silicone and rupture signs¿ and ¿multiple silicones, on right axilla (17mm) and mammary chain (13mm)¿

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease folding of implant: not observed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side irregular devices with multiple foldings and free silicone and rupture signs¿ and ¿multiple siliconomes, on right axilla (17mm) and mammary chain (13mm)¿ device has been explanted.